Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and identified the following: single ap radiograph of the hip shows presence of total hip arthroplasty components. Acetabular cup lateral angle of inclination is suspected to be steep (outside of lewinnek's safe zone) although this angle is not measured due to exclusion of bony landmarks necessary for measurement. The tip of the femoral stem grossly fills the femoral medullary canal with a slight endosteal scalloping of the lateral cortex. The appearances of the acetabular and femoral components are consistent with hgii acetabular cup and multilock tm femoral prostheses respectively. The femoral head component projects high within the acetabular cup, with apparent metal-on-metal contact with the acetabular cup. This finding may be due to severe polyethylene liner wear or displacement of the polyethylene liner. No displaced radiolucent polyethylene liner is identified. Acetabular cup metal fracture with metallic shards are visualized projecting over and just inferior to the acetabular cup rim. Radiolucency adjacent to the acetabular cup extending into the ischium is most suggestive of granulomatous osteolysis. The screw at the superior acetabular cup appears dissociated from the cup with the screw head superior to the cup, likely due to superior cup metal damage and screw migration. Osteolysis of the lesser trochanter is visualized with adjacent radiodense and curvilinear opacities ("bubble sign") projecting medial to the femoral neck (i.e., metallosis with altr). A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient is being considered for a revision due to unknown reasons. Attempts have been made and no further information has been provided.